Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Bg was addressed with apple juice. Reportedly, the suspected cause of bg was that the customer changed the carbohydrate ratio setting. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.